Event description:
The user received questionable low results for calcium (ca) intermittently on the additional p module analyzer. Five patient samples were involved in the event and were discrepant. Patient sample 1, the original result was 6.9 mg/dl; the analyzer auto repeated the sample which yielded a result of 8.7 mg/dl. The ca result of 8.7 mg/dl was reported outside the laboratory. Patient sample 2, the original result was 2.5 mg/dl; auto repeat result was 8.6 mg/dl. The sample was repeated on a different p module in the laboratory which yielded a result of 9.9 mg/dl. The ca result of 9.9 mg/dl was reported outside the laboratory. Patient sample 3, the original result was 5.2 mg/dl; auto repeat result was 7.6 mg/dl. Sample repeated on different p module yielded a result of 8.8 mg/dl. The ca result of 8.8 mg/dl was reported outside the laboratory. Patient sample 4, the original result was 6.5 mg/dl; sample was repeated twice on original analyzer which yielded results of 4.6 and 6.7 mg/dl. Sample repeated on different p module yielded a result of 6.6 mg/dl. The ca result of 6.6 mg/dl was reported outside the laboratory. Patient sample 5, the original result was 2.6 mg/dl; auto repeat result was 8.4 mg/dl. Sample repeated two additional times on original analyzer which yielded results of 7.3 and 8.6 mg/dl. The ca result of 8.6 mg/dl was reported outside the laboratory. The patients were not affected by the event, as no erroneous results were reported outside the laboratory. The calcium reagent lot numbers for r1 was 63012001 and r2 was 62888901. The field service representative could not find a cause. Performance tests were run and within specifications.

Manufacturer narrative:
A specific root cause could not be identified. No further information was provided for further investigation. A pre-analytical handling problem is suspected, however this could not be confirmed.